Event description:
Four devices were received damaged.

Manufacturer narrative:
Technical eval: all units were received in their original packaging, unused. The packages show significant crush damage. The sterile pouch inside the package appears intact and there is no visible damage to anything internal to the pouch. Conclusion: the incident was confirmed as reported. The DHR's of these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0587 (lot# l14255). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. This lot was associated with (B)(4) to institute a higher sampling level. The parts released in this lot met process requirement.